Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. Also, it was reported that the pump battery gauge was noted to be inaccurate. When plugged into a power source to be charged, the gauge displayed 100%, dropped to 65%, then back to 100% within a few seconds. There was no impact to the customer's blood glucose level. A replacement cable and adapter were sent to the customer and a follow up indicated that the reported issues were resolved with the new cable/adapter.